Event description:
It was reported that the insulin pump alarmed button error. Customer stated that the buttons were not working well. No further information reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms noted during testing. The following cosmetic damage was noted: cracked reservoir tube lip, cracked case at display window corner, minor scratches on the lcd window, cracked lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.